Event description:
It was reported that the pt was scheduled to undergo an arthroscopic labral repair procedure. The pt was placed under general anesthesis and the arthroscopic incisions were made. Shortly thereafter, the physician attempted to place a stitch in the labral tissue using the speedstitch suturing device, however, the device could not be deployed. The physician made multiple attempts to deploy the sutures to no avail. As a result, the surgery was aborted. No pt complications were reported as a result of this event. F/u with the facility found that the pt has been rescheduled for a future surgical date.

Manufacturer narrative:
The pt's age and gender, as well as the lot# and date of the event have been requested, but not received. Without a lot number, the mfg and expiration dates cannot be determined.